Manufacturer narrative:
Additional information was received that this event was previously reported in MFR report #: 3006630150-2016-03376.

Event description:
A report was received that the patient had a lead fracture due to a motor vehicle accident. The patient was treated with medication.

Event description:
A report was received that the patient had a lead fracture due to a motor vehicle accident. The patient was treated with medication.

Manufacturer narrative:
Additional information was received indicating that the right lead was fractured and the stimulator was not working well following the motor vehicle accident. X-ray showed a potential twist of the right lead. The patient underwent a revision procedure.

Event description:
A report was received that the patient had a lead fracture due to a motor vehicle accident. The patient was treated with medication.

Manufacturer narrative:
Additional information was received indicating that the right lead was fractured and the stimulator was not working well following the motor vehicle accident. X-ray showed a potential twist of the right lead. The patient underwent a revision procedure.

Event description:
A report was received that the patient had a lead fracture due to a motor vehicle accident. The patient was treated with medication.